Event description:
Patient was revised to address pain. Update: (B)(6) 2013 - litigation papers received. Litigation alleges loss of range of motion and limited mobility. There is no additional information that would affect the outcome of this investigation. Update has been electronically attached to the complaint document. Update rec'd (B)(6) 2014- pfs and medical records received. Part/lot was provided. Revision operative notes indicated corrosion. The stem has now been reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.